Manufacturer narrative:
Concomitant products: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: 3778-60, product type: lead. Product ID: 3778-60, product type: lead. Analysis of the implantable neurostimulator (s/n (B)(4)) found the battery had reached end of service due to three overdischarges. Analysis also stated the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 106. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 3 hours 18 minutes and the battery charged from 3.52v to 4.02v. The battery discharged to the lock mode on (B)(6) 2016. Analysis of the lead (with an unknown serial or lot number) found the leads body conductor was broken within 10 centimeters of the connector area. (B)(4).

Event description:
A patient implanted for chronic low back and spinal pain reported via the manufacturer¿s representative (rep) they stopped charging their device and it became overdischarged. The rep. Tried to interrogate the device but was unable to get a response. A physician mode recharge (pmr) was performed which resolved the issue. On (B)(6) 2016 the device was returned for analysis but there was no additional allegations made against any of the devices or any allegation to connect the device being returned to the previous issue reported. There was no new information reported related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.